Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 964336 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient sex unknown / not provided. Weight unknown / not provided . A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that the patient noticed some mobility of the crown (B)(6) 2020 at tooth location #18, x-ray taken on (B)(6) 2020 reveals a large radiolucent area around the implant. The periodontal probing exceeded 10mm on the distal, lingual and buccal sides of the implant. Patient experienced pain, swelling and palpation. Implant was removed (B)(6) 2020. Crown was fabricated by restoring dentist.